Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, the associated right ventricular (rv) lead was stuck in the device header. The lead was noted to have significant insulation compromise in the pocket and the terminal pin and ring assembly had come undone. There were no noted abnormalities in lead performance prior to changeout. The device and lead were removed from service and replaced without further incident. No adverse patient effects were reported.